Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The fse replaced the sample syringe, made adjustments to r1 alignments, cleaned the luminometer. The customer observed low quality control recovery results post the fse visit. The cause for the low advia centaur troponin ultra quality control recovery is unknown and under investigation. There was an initial delay in the reporting of troponin patient results on the advia centaur system as four positive troponin patient samples were repeated and verified at an alternate laboratory with an advia centaur system. The instruction for use under the quality control section states the following: "siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme. If the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance." The instruction for use under the summary and explanation of the test section states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."

Event description:
The customer observed low troponin quality control recovery on the advia centaur system. The assay was recalibrated with fresh reagents and quality control material and the troponin quality control recovered low. The customer sent some of the positive troponin patient samples to an alternate laboratory with an advia centaur system for comparison testing and the positive patient samples were acceptable. It was noted that the customer's quality control ranges were not updated to the revised and published manufacturer's quality control ranges for the advia centaur troponin assay, however after updating to the revised troponin quality control ranges the results still recovered low. There was no known report of patient treatment being altered or adverse health consequences due to the troponin quality control low recovery.